Event description:
It was reported that an ER patient was diagnosed with hearing loss after receiving a mr exam. The patient allegedly received medical treatment; however, details on the type of treatment administered were not available. The exam lasted approximately 18 minutes. Information received from the customer contact indicated that there was no documented evidence that proper hearing protection was used during the exam. The patient also confirmed that no hearing protection was utilized.

Manufacturer narrative:
Ge requested if the system was available for acoustic testing at the time the incident report was received. However, the customer site refused the test. A review of the customer's site's service/repair records around the time of the event revealed no evidence that a failure in the gradient system, a source of acoustic noise, caused any image quality issues; an image quality issue is a possible indicator of gradient malfunction leading to excessive noise. A review of complaints received for the suspected system at the site showed no other reports of acoustic-related events. The system is designed to comply with iec (B) (4), including requirements for hearing protection in the mr operator safety manual. The manual provides user information regarding the system's acoustic levels as well as instruction of using adequate hearing protection. Based on the investigation, there was no evidence of a system malfunction that caused/contributed to the alleged hearing loss. The information received from the customer contact indicated that no hearing protection was provided to the patient as instructed by the operator manual.